Event description:
It was reported that the patient went asystole and expired. Post mortem interrogation of the implantable cardioverter defibrillator (ICD) revealed several non-sustained tachycardia events and short v-v intervals and one ventricular fibrillation (vf) episode that was treated successfully. In addition the device was noted to be at elective replacement indicator (eri). No additional information is available.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).